Event description:
The report indicates that one month following initial fusion surgery of l5-s1 with supplemental lateral plate fixation ((B)(6) 2013), the pt developed some radicular symptoms. Upon review it was discovered that the superior lock nut of the lateral fixation plate had backed out 1-2mm. Surgeon has not determined if revision surgery is required. Pt's activity level is unk. It is also unk if the pt complied with post-operative care instructions or sustained an impact of some sort.

Manufacturer narrative:
(B)(4). Radiographs confirmed that one superior lock screw loosened. Revision surgery has not occurred and the implanted lock screw has not been returned to nuvasive for eval. No further investigation of the reported event can be completed at this time. The root cause of this reported event has not been determined, no conclusion can be drawn. Eval of the radiographs does not suggest that a loose lock screw would impinge on a nerve, resulting in radiculopathy. The source of radiculopathy may be related to pre-existing conditions. Labeling review notes the following: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "These devices can break when subjected to the increased load, loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant." "Care should be taken to insure that all components are ideally fixated prior to closure."